Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) level subsequently decreased to 36 mg/dl. Customer consumed carbohydrates to initially address bg. The customer was admitted to the emergency room (ER) where healthcare providers administered intravenous fluids of saline to treat bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer was released from the ER later the same day with the issue resolved and no permanent damage. Technical support educated the customer to not be connected to the pump during the fill tubing process.